Event description:
It was initially reported that the patient experienced an infection associated with an itb (intrathecal baclofen) pump. It was later reported that the pump was explanted due to infection; patient experienced erythema, edema and breakdown of baclofen pump pocket incision. Per one reporter, "once out, did find infection on backside of pump; the managing physician tried to get rid of infection with PICC line, clean out pump area etc." A culture was taken from deep abdominal wound, and one colony was (B)(6). It was also added that patient was a carrier of (B)(6). Patient was discharged home on (B)(6) 2012 with the plan for two weeks of IV cipro. Patient was noted as "stable". Drug delivered via the device was gablofen2000 mcg/ml, 399.9 mcg/day.

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2005, explanted: unk. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly; normal device function. Received for analysis was the 8709 catheter returned incomplete in segments; analysis of the same revealed acceptable catheter testing. Also received for analysis was the 8578 catheter; analysis of the same revealed a non-significant indent in the sc connector seal that did not affect infusion.

Manufacturer narrative:
F(B)(4).

Manufacturer narrative:
(B)(4) is also applicable to this event. The eval code-results was updated. The eval code-method was updated. The eval code-conclusion was updated.

Event description:
A consumer reported the pump was replaced in (B)(6) 2012 due to normal longevity of the previous pump. About 5 weeks later she noticed the patient wsa sensitive to touch in that area. The went in and out of the hospital between (B)(6) 2012 and (B)(6) 2012.. They first tried a PICC line and that did not help. They tried a wash out a second time to try to save the pump. The pump was removed in (B)(6) 2012 due to (B)(6) infection. The changes in therapy/symptoms were considered as having been gradual. Regarding the event sensitive to touch, the event date was (B)(6) 2012. The PICC line and wash out occurred (B)(6) 2012 to (B)(6) 2012. The pump was removed due to (B)(6) in (B)(6) 2012. The drug lot number of baclofen was unknown. Other medication the patient was receiving at the time of event was unknown. The patient's pertinent medical history was unknown.